Event description:
It was reported that the local area representative placed a call to technical services (ts) to review the data of this patient with this cardiac resynchronization therapy defibrillator (crt-d). Upon review, it was noted the patient experienced dual arrhythmias in which the anti-tachycardia pacing (atp) and several inappropriate shocks were inappropriately delivered to treat the patient atrial tachycardia. Which led to therapy exhaustion. After the shocks deliver, it was noted that the atrial arrhythmia went into a ventricular tachycardia zone. However, the patient was still in atrial tachycardia. Additionally, it was noted that oversensing on the right atrial channel was appropriately falling into the device programmed blanking zone, which lead to loss of capture on the right ventricular channel. Reprogramming options were discussed and the crt-d was programmed. At this time, the crt-d remains in service and no adverse patient effects were reported.